Event description:
It was reported that during implant, the right ventricular (rv) lead at times had sensing less than 2.5 millivolts. With the analyzer the rv lead showed good current of injury and r-waves, but as the lead was left in place the r-waves would diminish into the 2-3 millivolts range as the current of injury wore off. Also, at the end of the case the left ventricular (lv) lead dislodged from the lv branch and it was unsuccessful gaining access and the implanter had difficulty getting the guidewire in and out of the lv lead after it had been in place over 15 minutes. The rv lead was removed and replaced. The lv lead was removed and no lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. (B)(4).